Event description:
It was reported that the user perceived that the ilet was delivering too much insulin and causing blood glucose (bg) to drop as low as 39 mg/dl. The user proceeded to only announce meals as ¿less than usual", leading to a device maladaptation that prompted the user to perform a factory reset; troubleshooting and education were completed, and the user reported improved performance after the reset. Symptoms included hypoglycemia accompanied by lethargy, muscle weakness, and shaking/ tremors. Outcomes included transient hypoglycemia without hospitalization. Investigation included review of pump reports and collection of a blood glucose questionnaire for the hypoglycemic event preceding the reset. Investigation of this case revealed inappropriate insulin delivery driven by incorrect meal announcements that conditioned the system toward lower insulin needs; no device component failure was identified. It was concluded, based on previously established findings for similar reports, that the cause was user-driven meal announcement inaccuracy resulting in pump maladaptation, resolved by device reset and education.